Manufacturer narrative:
The device was returned for analysis. Visual examination of the device revealed that the body of the wire was bent/kinked at 174cm, the tip was bent/kinked, and the wire was detached 38cm from distal to proximal. Testing with the ffr link for signal verification showed the signal was not present due to the device detachment. The signal strength led showed a yellow/orange light and the zeroed led showed a blinking red light, instead of green, indicating that the wire was not working appropriately. During functional testing there was no modulation (0%) for this device due to the device detachment.

Event description:
It was reported that drift occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A comet ii pressure wire was selected for use. During the procedure, it was noted that drift occurred, and values were not available. The procedure was completed with another of the same device. No patient complications were reported, and the patient was fine after the procedure. However, device analysis revealed wire detachment.

Manufacturer narrative:
B5 describe event or problem: corrected. The device was returned for analysis. Visual examination of the device revealed that the body of the wire was bent/kinked at 174cm, the tip was bent/kinked, and the wire was detached 38cm from distal to proximal. Testing with the ffr link for signal verification showed the signal was not present due to the device detachment. The signal strength led showed a yellow/orange light and the zeroed led showed a blinking red light, instead of green, indicating that the wire was not working appropriately. During functional testing there was no modulation (0%) for this device due to the device detachment.

Event description:
Reportable based on device analysis completed on 01oct2024. It was reported that drift occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A comet ii pressure wire was selected for use. During the procedure, it was noted that drift occurred, and values were not available. The procedure was completed with another of the same device. No patient complications were reported, and the patient was fine after the procedure. However, device analysis revealed wire detachment.